Event description:
It was reported that the right ventricular lead was explanted due to a 'lead problem'. There was also a report that the patient was concerned about possible inappropriate shocks. No patient complications have been reported as a result of this event. Attorney alleges plaintiff suffered injury as a result of inappropriate shocks from fracture of defective lead. Plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish. No further patient complications were reported as a result of this event.